Event description:
Lap cholesplenectomy - "pre-loaded clip, placed jaws over artery, fully closed the jaws and when released the jaws didn't re-open, this was the first clip placed from the device. To get jaws off the artery had to apply force which also bent the shaft of the clip applier." Patient status - "fine."

Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. Upon inspection, engineering confirmed the shaft was bent as described by the customer. Engineering attempted to actuate the device but the clips could not advance into jaws, a result of the bent shaft. The unit was disassembled; engineering found the jaws were thicker than specifications and other internal components were damaged. The root cause of the customers experience of the jaws not opening was not replicated as engineering was unable to test the unit. During the component inspection, the damage revealed excessive friction between internal shaft components, this type of interference may have prevented the jaws from functioning properly. Applied medical continuously seeks to improve the form, function, and ease of use of its products. As part of this continuous process, applied medical has recently implemented design enhancements intended to further minimize the potential for this type of incident to occur. This document represents our final report.